Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information from the customer's daughter that the customer passed away in the hospital on (B)(6) 2021 due to the convid-19 virus. The customer was admitted to the hospital on (B)(6) 2021 with blood glucose of 600 mg/dl. The customer also experienced diabetic ketoacidosis. The caller reported that the insulin pump was removed on the day the customer was hospitalized on (B)(6) 2021 due to other medications being given. The insulin pump is not expected to return for failure analysis.